Manufacturer narrative:
A batch record review indicate no discrepancies were found. The previous investigation associated with the non-conformance (nc) has been approved and completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 29, 2016.

Manufacturer narrative:
This supplemental report is being submitted to retract follow-up report#01 submitted on june 14, 2016 due to the failed esg submission of the initial MDR that was submitted on june 13, 2016 under MFR report# 9611710-2016-00068. It was noted that MFR report# 9611710-2016-00068 was a duplicated number submitted in error on both of these medical device reports. A new initial MDR MFR report# 9611710-2016-00070 has been submitted for use with patient identifier# (B)(6) on june 16, 2016. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on june 16, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "the markings on ett size 3.0mm was not accurate". A photo is depicting an unomedical 3.0mm et tube abutting an unknown measuring device. The initial reporter was unable to provide the specific number of devices and/or patients impacted. No patient harm was reported as a result of this product issue.

Manufacturer narrative:
Expiration date: 10/2020. Mfg date: 10/2015. Initial MDR report# 9611710-2016-000568 failed on june 13, 2016 submissions as a duplicate report in error. Resubmitting the initial MDR report with the same data on this follow-up report# 01 as this is not a duplicated report. Based on the available information, this event is deemed to be a malfunction. It is unknown if the device was used on a patient and if there was any impact as a result of the product issue. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A total of two cases are associated with this complaint. A separate FDA form 3500a has been completed for that case. (B)(4).

Event description:
It was reported that the ett 3.0 was too soft, causing the insertion too far into patient's airway.

Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).